Manufacturer narrative:
No conclusion code available; the reported field event of backup operation was confirmed in the laboratory and was found to be due to the battery voltage being at eol level. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and low impedance was observed on the battery which was found to be the cause of the premature battery depletion. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the low battery impedance could not be determined.

Manufacturer narrative:
Correction: PMA/510(k) # should have been - p880086 - rather than blank.

Event description:
It was reported that the patient presented in clinic after receiving a beeping sound. Upon interrogation it was noted that the device as in backup vvi. The device was explanted and replaced successfully. The patient was stable. No additional information was available.